Manufacturer narrative:
Product analysis the device was in a pre-inflated state, an indeflator with pressure gauge was used to inflate the balloon but the balloon would not inflate. Under a microscope, crimping marks were noted on the proximal balloon bond medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A nanocross pta balloon was intended to be used for treatment of a lesion in the superficial femoral artery. An unknown inflation device was used with 50/50 contrast inflation fluid. The IFU was followed. There were no issues noted when removing the device from packaging. It was reported that the balloon would not inflate. There were no leaks noted. The device was safely removed and another nanocross was used to complete the case. No patient injury.